Event description:
Additional information reported that the patient had two leads removed and the implantable neurostimulator (ins) was not removed. The ins was to be "forwarded." It was also noted that two extensions were removed and replaced, but it was not clear if the leads or extensions were removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient cut their right leg to the bone and developed swelling, pain, and redness. These symptoms progressed up the leg. It was stated that this was "indicative of cellulitis". Antibiotics were prescribed and the infection healed. It was noted that parkinson's disease medicine was being taken at the time the patient developed cellulitis. About three weeks after the leg being cut, redness, erythema, and swelling were present over their device. Oral antibiotics were taken by the patient until they could go to the clinic. It was stated that there was an infection at the device site and was presumed "hematogenous seeding from the recent leg trauma". It was recommended that the device be removed within 24 hours, but the patient did not consent to that and wanted to return the following week. Oral cephalexin was given to reduce the chance of the infection spreading rapidly. The device and lead were removed on (B)(6) 2012. Temperature and white blood cell count were within "normal limits" the day of the procedure. The patient was administered intravenous vancomycin. A magnetic resonance imaging of the brain showed no evidence of intracranial infection. No risk factors for infection were reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v565856. Product type: lead: product ID 3389s-40, lot# v 565856. Product type: lead: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension. (B)(4). Additional information determined that the correct manufacturing site for this event is site # 3004209178.

Manufacturer narrative:
Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. (B)(4).